Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, autoimmune disorders, has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and has endured impaired physical relations. No further information has been provided.